Event description:
It was reported that customer had high blood glucose. Customer' blood glucose was 511 mg/dl. Customer stated he has not treated his high blood glucose and do not have back up plan. Troubleshooting was not completed due to customer does not have tubing clamp. The customer was advised to call back once tubing clamps is received to complete the troubleshooting. Customer mentioned that whenever he removes the cannula it's bent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.